Manufacturer narrative:
The events of "necrosis", "seroma-late", "granuloma", and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on device. ¿ necrosis: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, b7, d9, e1, g2, h3, h6, h11.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii-IV, ¿high position of the left implant and "presence of fluid around the left implant, which is creased". Capsule was sent for histological and immunohistochemically examination in order to rule out bia alcl which showed ¿fibrinoid necrosis¿ and ¿a chronic non specific granulomatous inflammatory process of the foreign body type.¿ device has been explanted with capsulectomy.

Manufacturer narrative:
Continued: e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "necrosis, seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, necrosis, seroma-late and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported capsular contracture, baker grade iii-IV, ¿high position of the left implant and "presence of fluid around the left implant, which is creased". Capsule was sent for histological and immunohistochemically examination in order to rule out bia alcl which showed ¿fibrinoid necrosis¿ and ¿a chronic non specific granulomatous inflammatory process of the foreign body type.¿ device has been explanted with capsulectomy. This record is for the left side.